Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient¿s legs gave out on them and they confirmed the ins was at the correct setting. They reported the ins ¿freaks out on her¿ and was ¿weird¿. They reported that every once in a while they will be in the upright position and have their heart rate up, bends over, or is up and down, and the ins ¿spaces for a while¿ without them adjusting the settings. They stated it does this whenever they are working out. They resolve this by turning the settings down but specifically stated the ins was on the right settings. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they the stimulation to a certain program when working out. When they get into high intensity the stimulation in their body appears to go to a higher setting even though they did not touch the patient programmer (pp). They stated they have to stop their workout and turn the stimulation down at that point. They stated no steps were taken to resolve the issue and it was still continuing. They provided their weight at the time of the event. No patient complications were reported as a result of this event.